Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6.0 x 60mm, 135cm ranger drug-coated balloon was advanced for dilation. However, during the first inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a another of the same device. No complications were reported, and the patient was in good condition post-procedure.